Manufacturer narrative:
The issue was resolved by replacing the hard drive. Testing confirmed that the computer booted up and functioned as intended. This failure mode poses a low risk to a patient because although the laptop computer "froze", the css console continued to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the monitoring laptop computer on the css console "froze", and failed to reboot while supporting a patient. The customer also reported that the patient was subsequently switched to a freedom driver for a few hours. A replacement laptop computer was installed, and the replacement css console passed the console test validation procedure. The patient was then switched back to the css console. There was no adverse patient impact. The laptop computer that was removed from the css console was returned to syncardia for evaluation. Testing revealed that the root cause of the reported issue was a malfunction of the laptop's hard drive. Testing also revealed that the hard drive exhibited the same failure mode as previously investigated computer hard drives. Previous investigations determined that the physical condition of the media in the hard disk drive degraded.